Manufacturer narrative:
Supplemental report submitted to correct h6: health effect - clinical code.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The root cause of the event was likely due to patient and procedure related factors. If new information is received. A supplemental report will be submitted. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text: device remained implanted.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, it was an implant case of a 26mm sapien 3 ultra valve in a bicuspid native valve by left femoral approach. The 26mm sapien 3 valve was successfully implanted. When the femoral artery access site was being closed, the patient experienced bradycardia with a significant drop in pressure. A temporary wire was inserted; however, the patient deteriorated and went into a cardiac arrest with asystole. CPR was administered and 150ml of blood was drained from a pericardial effusion, which was likely caused by an annular rupture. The oozing continued to be seen and more volume was drained. CPR was continued with no effect on the hemodynamics of the patient and no reversible causes were identified as the root cause of the arrest. As the patient was not a candidate for bail out surgery and had experienced a significant time in cardiac arrest with no improvement, the decision was made to stop CPR. The operating team identified no product fault, or fault with any of the edwards equipment that could have contributed to the outcome of this case. The CT had been reviewed by both operators independently, with the same results, and no concern over product choice or fault was raised, but that the event was a result of an extremely unfortunate on table occurrence.